Event description:
User of device was going down an incline and wanted to stop. As the electro-mechanical brake was manually released, the device did not stop. The device continued down the incline until the user turned the wheel and tipped over, suffering alleged injuries.